Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for inform ii system 2. (B)(4). Device will not be returned.

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: approximate result "between 12 - 14 mmol/l" (inform ii system 1) and "around 6.0 mmol/l" (inform ii system 2) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, they are no longer available to return.